Manufacturer narrative:
Other relevant device(s) are: product ID: e nlw1620c95ee, serial/lot #: (B)(4), ubd: 18-feb-2012, UDI#: (B)(4). Product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 18-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. It was reported over 10 years later, a right iliac limb stent graft occlusion was identified. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.